Manufacturer narrative:
H3 and h6. Evaluation codes: updated. One device was received for evaluation. Visual inspection found no physical damage. There was no evidence in the event history log. Functional testing was unable to duplicate the customer's reported problem. No fault was found with the pump. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the ac would disconnect intermittently. The event occurred during pre-test. There was no patient involvement and no patient harm.

Manufacturer narrative:
B3: event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.